Event description:
Physician was performing lysis procedure and noticed difficulty in positioning catheter. Then attempted to remove catheter and noticed it had begun to unravel. Continued in removal of catheter and noticed that the tip of the catheter had remained in the pt.